Event description:
(B)(6) clinical study. It was reported that in-stent restenosis and claudication occurred. The patient was enrolled in the imperial study on (B)(6) 2016 and the index procedure was performed on the same day. Target lesion #1 was located in the right leg mid sfa extending in to distal sfa with 90% stenosis and was 190 mm long with a proximal reference vessel diameter of 5.00 mm and distal vessel diameter of 5.00 mm and was classified as tasc ii c lesion. Target lesion #1 was treated with placement of a 6 x 100mm and 6 x150 mm study stents. Following post-dilatation, residual stenosis was 0%. On (B)(6) 2018, the patient visited the study hospital for the study specific one year follow up and subsequently, duplex ultra sound was performed which revealed an elevated mid superficial femoral artery velocities from 90 cm/sec to 374 cm/sec with decrease in the right abi from 1.06 to 0.84. On (B)(6) 2017, the patient visited the hospital with the complaints of recurrent claudication in right leg. Subsequently, the patient was referred for angiogram and further possible treatment. On (B)(6) 2017, the angiography was done which revealed instant stenosis throughout the stented portion of proximal superficial femoral artery extending to distal portion. On (B)(6) 2017, 377 days post index procedure, the isr noted in study stents were treated with balloon angioplasty using series of 2 overlapping 6 mm non bsc drug coated balloon with no residual stenosis. The patient was discharged on dual antiplatelet therapy.

Event description:
Imperial clinical study. It was reported that in-stent restenosis and claudication occurred. The patient was enrolled in the imperial study on (B)(6) 2016 and the index procedure was performed on the same day. Target lesion #1 was located in the right leg mid sfa extending in to distal sfa with 90% stenosis and was 190 mm long with a proximal reference vessel diameter of 5.00 mm and distal vessel diameter of 5.00 mm and was classified as tasc ii c lesion. Target lesion #1 was treated with placement of a 6 x 100mm and 6 x150 mm study stents. Following post-dilatation, residual stenosis was 0%. On (B)(6) 2018, the patient visited the study hospital for the study specific one year follow up and subsequently, duplex ultra sound was performed which revealed an elevated mid superficial femoral artery velocities from 90 cm/sec to 374 cm/sec with decrease in the right abi from 1.06 to 0.84. On (B)(6) 2017, the patient visited the hospital with the complaints of recurrent claudication in right leg. Subsequently, the patient was referred for angiogram and further possible treatment. On (B)(6) 2017, the angiography was done which revealed instent stenosis throughout the stented portion of proximal superficial femoral artery extending to distal portion. On (B)(6) 2017, 377 days post index procedure, the isr noted in study stents were treated with balloon angioplasty using series of 2 overlapping 6 mm non bsc drug coated balloon with no residual stenosis. The patient was was discharged on dual antiplatelet therapy. Additional information reported that post index procedure, an embolus was noted in the peroneal artery which was treated with aspiration thrombectomy. The site confirmed an event of "in-stent restenosis of index lesion - right sfa" with an onset date of july 10, 2017. Follow up dus core lab angiography finding dated july 20, 2017 noted isr category of 50-99% stenosis with proximal disease. On (B)(6) 2017, the planned angiography of the right leg revealed the common femoral artery and profunda femoris were patent. The sfa was patent. There was in-stent stenosis throughout the stented portion of the proximal sfa extending to the distal portion. The popliteal artery was patent. The trifurcation was patent without stenosis and there was 3-vessel runoff to the right foot. Baseline core lab angiography finding dated on (B)(6) 2016 noted thrombus of grade 0 and absence of aneurysm, distal embolus dissection and stent deformation with no stent fracture. Follow up core lab angiography finding dated on (B)(6) 2017 noted thrombus of grade 0 and absence of aneurysm. However, core lab noted the presence of isr pattern 2 with restenosis length of 220.26mm. X-ray core lab findings dated on (B)(6) 2017 noted no stent fractures.